Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported a review of the stored data from this device identified multiple inappropriate shocks due to oversensing of t-waves and poor signal amplitudes. A boston scientific technical services consultant recommended system evaluation for a better vector and to program smart pass back on. No adverse patient effects were reported.